Event description:
Device report from (B)(6) indicates a rod was moving, the locking cap and screw were replaced. This is the second of two reports for this event.

Manufacturer narrative:
Device was received at synthes gmbh and is in the evaluation process, no conclusion has been drawn. Date of manufacture reported as (B)(4) 2011.